Event description:
In 2008, the pt reported that yesterday morning his blood glucose measured "hi" on his blood glucose monitor and his heart was "fluttering." He stated that he was also very thirsty and urinating frequently and his head hurt. He discovered that his infusion tubing had become disconnected at the luer connection. He reattached the infusion tubing and injected 50 units of insulin to lower his blood glucose. He stated that the infusion tubing became disconnected again this morning and his blood glucose was elevated to 288 mg/dl. He bolused to lower his blood glucose. His normal blood glucose range is 120-160 mg/dl. He stated that adapter had been in use for 8 months. He was sent a new adapter and a battery key to use to tighten the infusion tubing. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No prod will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.